Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump was changing its time up to 4 minutes each day. The customer also thought that the personal profile setting had changed. Tandem technical support confirmed that a factory reset had occurred. The customer's blood glucose level was impacted.